Event description:
As reported through the edwards lifesciences implant patient registry, 8 months post implant of a 29mm sapien 3 valve in the aortic position, the valve was explanted. A surgical valve was implanted. The reason for the valve explant was not provided at the time of the report.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Thv/tvt registry. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No applicable case imagery was provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review did not reveal any other related complaints. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (aortopathy - enlargement of the ascending aorta) may have caused or contributed to the morphological remodeling of the aortic valve, resulting in paravalvular leak. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information: section h6: averse event codes, section h10: narrative text. Per medical records review, a 29mm sapien 3 valve was successfully deployed in the aortic position. No paravalvular leak (pvl) or aortic insufficiency was observed. Approximately 8 months post implant, the patient recalcitrant bicuspid aortic valve with ascending aortopathy with enlarging infrarenal abdominal aortic aneurysm. Moderate pvl was observed. The sapien 3 valve was explanted. A surgical aortic valve and conduit were implanted via a bentall procedure. Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Multiple unsuccessful attempts were made to gather additional information regarding the reason for the sapien 3 valve explant approximately 8 months post-implant. Patient medical records and procedure op notes (implant and explant) were not provided by the hospital for review. In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the reason for the sapien 3 valve explant 8 months post deployment. To date, information regarding the patient (medical records, tavr procedure op notes, valve explant op notes and reason for the valve explant) have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. The 29mm sapien 3 valve was not returned to edwards lifesciences for evaluation. As no device was returned, no visual inspection, functional testing or dimensional testing was performed. In addition, no relevant imagery was provided for review. A lot history review was not required as the complaint for post-implantation - unknown mechanism of failure was unable to be confirmed. A manufacturing mitigation review is not required as no device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for 'post-implantation - unknown mechanism of failure' was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation. The reason for explanting the valve approximately 8 months post-tavr is unknown at this time. Due to limited information, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.